Event description:
Medtronic received information regarding a pipeline flex that failed to open and then became stuck in the phenom 27 microcatheter. The patient was undergoing a procedure for mesh stent treatment of an unruptured saccular c6 segment aneurysm. The aneurysm max diameter was 7mm and the neck diameter was 4mm. Vessel tortuosity was noted to be normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use IFU). During the deployment process, the distal tip of the pipeline failed to open. More than 50% of the pipeline had been deployed when the failure to open occurred. The pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times but failed to open. No other steps or devices were tried to open the pipeline. The pipeline was resheathed for withdrawal with the microcatheter. During retrieval, the pipeline was stuck in the phenom microcatheter so the system was withdrawn together. The mesh stent procedure was abandoned and the procedure was completed successfully with simple dense embolization instead. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex pusher and phenom-27 micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The pipeline flex pusher was further returned within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The phenom-27 micro catheter was found kinked at ~60.3cm from the proximal end. No damages or irregularities were found with the distal tip or marker band. No damages or irregularities were found with the introducer sheath. The pipeline flex hypotube was found undamaged and unstretched with the ptfe shrink tubing was still intact. No damages were found with the resheathing pad, pad restraints or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found slightly stretched. The already deployed braid was not found within the phenom-27 micro catheter and not returned for analysis. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~159.0cm and the usable length was measured to be ~152.3cm, which is within specification (specification: total (ref): 156.5cm; usable: 150cm ± 5cm). The micro catheter was flushed with water and water exited out of the distal end. The inner diameter was measured to be 0.0265¿ at the distal end and 0.0260¿ at the hub, which is within specification (specification: 0.027¿ ± 0.001¿). An in-house 0.0260¿ mandrel was inserted into the hub, through the micro catheter body and became stuck at the kinked location. The mandrel was inserted into the distal end and became stuck at the same location. The braid was not found within the micro catheter. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid was not returned for analysis. Possible causes of incomplete open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents or inappropriate anatomy. The customer reported devices were prepared per IFU, vessel tortuosity as normal, and braid was not positioned in a bend. The customer report of ¿resistance during retrieval¿ and ¿catheter resistance¿ was confirmed as in-house mandrel testing found resistance at the kinked location. Possible causes for catheter kinking are patient vessel tortuosity, guidewire/delivery system removed aggressively, catheter entrapment or user advances/retrieves device against resistance. As the braid was not returned for analysis, any contribution of the braid towards the resistance and the incomplete open could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.